Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown humeral head; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. E1: (B)(6) facility. G2: treatment of b2 type glenoids with anatomic vs. Reverse total shoulder arthroplasty: a retrospective review, hawayek, bradley et al. Jses reviews, reports & techniques, volume 5, issue 2, 131 - 139. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to infection on an unknown date. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d5. H10: related report numbers: 0001822565-2025-01778. 0001822565-2025-01779. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.